Event description:
Per summons from attorney: "...pt was seated and secured in the wheelchair, and was attempting to exit their handicapped-modified van via a chair platform, when suddenly and without warning said chair lurched forward, acclerated out of control, and fell off said platform to the ground below". "Plaintiff, who was standing immediately to the side of the chair lift platform, was caused to fall, all of which caused the plaintiff to suffer the serious injuries, losses and damages."